Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08730 inches. No under delivery anomaly or over delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. No cracked display window noted. Device had cracked reservoir tube near the esc button, cracked reservoir tube window, cracked reservoir tube lip, minor scratched display window and cracked battery tube threads,. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 400 mg/dl at the time of incident. The customer did not want troubleshooting for high blood glucose. Customer stated that they did not feel okay. The customer stated that insulin pump was cracked from the top screen to the down esc button. The insulin pump will be returned for analysis.